Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator displayed incorrect readings of battery status. No interventions were performed and the reading returned back the normal at the next interrogation attempt. The patient was in stable condition.